Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and the suture was used. While suturing the capsule, the needle broke in half. The broken pieces were retrieved. Other suture was used to complete the procedure. There were no patient consequences reported. No further information is available.